Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient stated that they were charging for 3-4 hours at a time and was starting to feel a burning sensation. That may be the cause of the ins heating during recharging. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient feels a burning inside where the battery is during recharging. The patient was instructed to charge for short periods and more frequent charging could reduce the need to charge for long periods. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were "reporte.....".